Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experienced bradycardia. The event is not related to implant procedure and is possibly related to stimulation and the device. The patient is recovering and the event is resolving. The event is noted to be moderate in severity and not to be a serious adverse event. No additional relevant information has been received to date.

Event description:
It was later reported that the physician had the patient wear a hear monitor but was not concerned with results. The device was disabled due to an unrelated non-reportable event and even though device has been turned off hcp feels the bradycardia may still may be related to device as it's unknown if there is increased vagal tone permanence. At this time physician feels it meets serious criteria. It was later reported that the event date was prior to what was previously reported. Clinic notes indicate patient was seen with resting bradycardia less than 1 month after implant date. Md concludes the bradycardia is secondary to vagus nerve stimulator implantation. The event was later reported to be recovered/resolved with serious adverse event criteria met and possibly related to stimulation. The event was an unanticipated device effect and action was taken by wearing a continuous monitoring device. No other relevant information has been received to date.